Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer went to the emergency room and subsequently hospitalized in the intensive care unit with an elevated blood glucose (bg) level of over 600 mg/dl with high ketones which were identified as dangerous by healthcare professional. Reportedly the customer fell and broke their nose. Customer was treated intravenously with fluids of saline and insulin and dextrose. During a system check, the pump was functioning as intended. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.